Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/18/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off inside the device. This was discovered after the case was completed with no patient harm. Additional information was received on 05/07/25 that the case was completed as planned. Once the device was handed off of the sterile field and the knee scorpion needle was removed, the entire needle was not able to be removed from the handpiece and that a portion of the needle is still stuck in the needle slot in the knee scorpion.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.